Event description:
In surgical laser, low power indication during treatment. We are unaware about delay on treatment or pt injury.

Manufacturer narrative:
Folding mirror damage because of surface contamination. Mirror was not properly cleaned.